Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The patient felt a vibration around her left breast and had gone into cardiac arrest later that same day. The patient received CPR on the way to the emergency room. Migration of the ICD was noted. No further changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5174033.

Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The patient felt a vibration around her left breast a few weeks prior and had gone into cardiac arrest. The patient received cardiopulmonary resuscitation (CPR) on the way to the emergency room. Migration of the ICD was noted. No further changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Section b5 - the statement should have been "the patient felt a vibration around her left breast a few weeks prior and had gone into cardiac arrest." Rather than "the patient felt a vibration around her left breast and had gone into cardiac arrest later that same day.".